Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an achilles tendon surgery, two (2) footprint anchors broke. Surgery was resumed, after a non-significant delay, with a competitor device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned devices found that they are not in their original packaging. Device 1 was returned without suture material. The distal tip of the insertion tip is broken off and the anchor is fractured. Device 2 was returned with the suture material included but no longer attached to the insertion device. The distal tip of the insertion device is bent and the anchor is fractured. Both insertion devices and the anchor fragments have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports the breakage of the two footprint anchors and it is unknown if all of the broken anchor fragments were retrieved from the patient. Two undated imaged of the devices were provided for review and confirm the reported breakages. The footprint anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an achilles tendon surgery, two (2) footprint anchors broke, the broken pieces were retrieved with tweezers. Surgery was resumed, after a non-significant delay, with a competitor´s device in the same drilled hole; therefore no void were left in the patient. Patient´s current health status is good. No further complications were reported.